Event description:
New information indicated that the device was turned off at family's request.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had intermittent ventricular undersensing. The asymptomatic patient presented in-clinic for a scheduled follow-up. Upon interrogation the clinician noted several episodes of non-sustained rv oversensing occurring while the patient was in a slow vt with a retrograde atrial event. The clinician noted that the device is intermittently atrial pacing on top of the ventricular events preventing the ventricular events from being appropriately sensed on the v-sense amp and causing the non-sustained rv oversensing episodes. Programming changes will be made. The patient was stable at the time of the call and will continue to be monitored.